Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -8.5/+2.0/093 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and lens rotation. This resolved the problem. Cause of event reported as unknown and it is unknown if the device failed to perform as intended.